Event description:
It was reported the actuator on the unknown lift is no longer working. Although it will hoist the patient up, the lift will no longer go down, even when the emergency release is engaged.